Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing became caught on a door handle and the cartridge was pulled out of the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer changed the cartridge to resolve the issue.